Event description:
It was reported that the arctic sun device had a water-cooling problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete customer's name is (B)(6) hospital. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. T4 was normal, but there was a water mixing problem. Mixing pump assembly was replaced. The device underwent and passed testing after all repairs. A labeling review is not required because labeling could not have prevented this issue. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: f, g, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water-cooling problem. Per follow up information received via mail on 24oct2024, device was serviced at the hospital and issue was water cooling problem. T4 was normal but was not cooling because of mixing pump malfunction. Repair was done by replacing the mixing pump assembly.